Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The investigation is pending completion.

Event description:
The event involved a microclave¿ connector where it was reported that after (or while) administering the intravenous fluids to the patient, a leak at the IV connector was found. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.